Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the after the echelon microcatheter was in place, it was found that there was no marker at the distal end. After it was withdrawn, it was replaced with a new one to continue the operation. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for an intracranial aneurysm. The access vessel was the femoral artery. Ancillary devices include a non-medtronic stent.

Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an unsealed plastic pouch. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. Dried blood was found within the catheter. The distal tip and distal marker band was found separated from the remaining micro catheter body. The edge of the break was found jagged. The distal segment was not returned for analysis. Testing/analysis: the total length was measured to be ~155.6cm and the usable length was measured to be ~147.8cm. The missing tip is therefore up to ~0.7cm in length. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. The catheter was found broken. The jagged edge occurring at the break area indicate that the device surface failed due to tensile overload. However, the root cause could not be determined. It is possible the tip became separated during removal from packaging, during preparation, or due to resistance when advancing/retracting into the guide catheter. Blood was found within the echelon-10 micro catheter. It is possible insufficient continuous flush was used, causing blood to backflow up the micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was treated for an irregular aneurysm of the posterior communicating artery, with a diameter of less than 10cm. Vessel tortuosity was normal. It was unknown if the mark band became dislodged. The marker band was not observed to be on the catheter during preparation or earlier in the procedure. There were no actions/interventions taken to remove the marker band. It was unknown if the marker band remains in the patient. There were no issues encountered prior to the missing marker band.